Event description:
Initial information for this serious unsolicited report ((B)(4)) was reported on (B)(6) 2012 by a general practitioner (gp). This case involves a (B)(6) female patient who was injected poly-l-lactic acid (batch number unk) over tear trough (right low eye) subcutaneously on (B)(6) 2012 for cosmetic purpose. Poly-l-lactic acid was reconstituted with 7 cc of sterile water and 2 cc of 1% lidocaine. Local anesthetic with topical lidocaine/ prilocaine (emla) was given. Hydration time was 48 hours and technique used was cross hatch with massage done during treatment and then by the patient. On (B)(6), 2012, about one week after the injection, the patient developed two visible nodules about 0.3 mm in size without signs of inflammation. There was no evidence of a systemic process and no biopsy was preformed. The physician did not expect this event to be irreversible. No surgical intervention was done and no treatments required precluding permanent impairment of a body function or damage to a body structure. No medical history was provided. The patient has fitzpatrick skin type ii with no history of immunological or collagen-vascular disease. Concomitant medications included lidocaine and emla.

Manufacturer narrative:
Corrective treatment: intralesional injection of corticosteroids x 1 and saline x 2. Action taken: unk. Outcome: ongoing. Pharmacovigilance comment: nodules are considered a common and listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.